Event description:
The customer stated that the device jaws would no longer open while on tissue after a completed seal cycle with end tones. Upon removal, it was observed that the tissue was bleeding. It is unk what the method of device removed was and how much blood loss occurred. However, the site indicated that there was no pt injury. There is no further info available from the site.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within spec. The jaws were not stuck shut. The handle was latched and unlatched ten times with no problem. The device was tested for activation and sealing function on simulated tissue with acceptable results. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.